Manufacturer narrative:
Technician found that the head will not go up due to bad cylinder. Replaced head cylinder to resolve this issue.

Event description:
Information alleged that the head will not go up. No injury reported.